Event description:
It was reported that one bd vacutainer® no additive (z) plus tube is not working properly. There was no report of patient impact. The following information was provided by the initial reporter: customer states product does not create the membrane and is not working properly.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-18. H.6. Investigation summary: material #: 366408. Lot/batch #: 2291698. Bd received 7 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for no tube membrane with the incident lot was not observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to no tube membrane as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no tube membrane. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd vacutainer® no additive (z) plus tube is not working properly. There was no report of patient impact. The following information was provided by the initial reporter: customer states product does not create the membrane and is not working properly